Manufacturer narrative:
Qn#(B)(4). This product is not sold in the us. Report 8040412-2023-00064 is retracted.

Event description:
Reported event: three days after intubation the user found damage on the tracheostomy tube during use on a patient. The 15mm connector and the flange were detached from the tube.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: three days after intubation the user found damage on the tracheostomy tube during use on a patient. The 15mm connector and the flange were detached from the tube.